Manufacturer narrative:
Device evaluation: for the purposes of risk and review, the scope of zpsof / zepdf will be taken as the exact rpns are unknown only the below summary of the stent type descriptions: geenen pancreatic stent ¿ 5-fr, 3-cm stent with outer flaps and without an inner flap. Geenen pancreatic stent ¿ 5-fr, 5-, 7-, or 9-cm stent with inner flaps and outer flaps. Zimmon pancreatic stent -- 5-fr, 2-cm single pigtail stent without an inner flap. Zimmon pancreatic stent -- 5-fr, 4-cm single pigtail stent with an inner flap. This file is linked to (B)(4). There was no device available for return. This file address the summary of the findings from the case study, using the zimmon pancreatic stents off-label. Documents review including IFU review: prior to distribution all pancreatic stents are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records could not be complete as both the rpn & lot number are unknown. As per instructions for use, ifu0055-4, intended use section: ¿this device is used to drain obstructed pancreatic ducts.¿ notes section: ¿do not use this device for any purpose other than stated intended use.¿ potential complications section: ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contract or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest.¿ ¿those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the common bile duct, stent migration.¿ it may be noted that the device was used off-label, outside its intended uses stated in the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. Patient outcome: if the patient was diagnosed with pep or elevated serum pancreatic amylase isoenzyme (p-amy) (= 500 iu/l) with abdominal pain, then the pancreatic stent was removed 1 d after ercp. In other cases, pancreatic stents with a flap were removed 2-3 d after ercp, but pancreatic stents without a flap were not removed. Complaints of this nature will continue to be monitored for potential emerging trends. (B)(4).

Event description:
Event description: 4 patients who had ercp performed primarily for biliary investigation and had a pancreatic stent inserted to prevent pep. All 4 patients had a stent inserted into the pancreatic head. The lengths of the pancreatic stents were determined randomly by the endoscopists. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. As per our complaints handling system in cirl although not all of the events outlined in this complaint led to an adverse event they will still be reported under serious injury as a worst-case-scenario.